Event description:
No sidecom functions included bed not sending nurse call. Tech said there was not a pt in bed and no injuries occurred. Tech said bed was from a regular medsurg unit. Sidecom was replaced to resolve problem.